Event description:
It was reported that during a colectomy procedure, the hand activation was defective. Unknown how the case was completed. There was no patient consequence. No additional info is available.

Manufacturer narrative:
Date sent: 4/29/08. Info anticipated, but unavailable at this time.